Event description:
It was reported that, the subcutaneous implantable cardioverter defibrillator (s-ICD) and this electrode delivered an inappropriate shock and recorded an untreated episode due to noisy signals oversensing. The technical services (ts) discussed troubleshooting options. This electrode remains in service. No adverse patient effects were reported.

Event description:
It was reported that, the subcutaneous implantable cardioverter defibrillator (s-ICD) and this electrode delivered an inappropriate shock and recorded an untreated episode due to noisy signals oversensing. The technical services (ts) discussed troubleshooting options. This electrode remains in service. No adverse patient effects were reported. Additional information was received which indicated that, x rays were performed and a tight bend on this electrode was found in the pocket area that could be the source of the possible fracture. The technical services (ts) recommended the physician to replace this electrode although no noise was visible in the secondary vector because of the evidence of fracture. The electrode will be explanted in the s-ICD replacement procedure. This electrode remains in service. No adverse patient effects were reported.